Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an ¿unable to proceed¿ alert while performing a supply change with no additional notifications shown. The agent guided the user through a successful dry run and recommended completing a full supply change, but the alert reappeared during the rewind process. The user opted to switch to backup therapy temporarily and planned to call back. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.